Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a elective replacement procedure. Post-procedure, the implantable cardioverter defibrillator pocket was found to be swelling, revealing a hematoma. The patient reported pain along with the observed swelling and hematoma. The hematoma was drained and the pocket was revised on (B)(6)2021. The patient was stable throughout.